Event description:
This device was implanted on (B)(6) 2005 and was explanted on (B)(6) 2012. Voltage was 2.5 on device. Estimated longevity was one to eight months and although eri was not reached, based on the amount of pacing in the atrium (80%), electro physiologist determined it would be best for patient to do generator change sooner. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).